Event description:
It was reported that the pump system fault alarm displayed the numbers '41628', '2582', and '003' on the screen with a red background. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 23-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The probable cause was not able to be identified as the device tested normally during evaluation. Preventative maintenance was performed.